Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2022. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was observed during patient infusion. The device was filled with 5696mg 5-flourouracil to a total fill volume of 195ml. After the expected infusion time of 96 hours (4 days), an unspecified volume of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 02, 2019 - may 06, 2019. H10: the actual device was received for evaluation with 36 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.